Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used filled easypump ii lt 100-50-s without packaging. The received sample was taken to a visual inspection. The white clamp was closed, the patient connector was closed with the original wing. Damages that would lead to a malfunction were not detected on the sample. After opening the top cap we detected crystallized drug residues and solution at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. The sample was taken to a functional test respectively a leak test was carried out. After opening the white clamp and waiting for 60 minutes the pump is not working (solution was not running). After these 60 minutes leakages were not detected. The inspected sample is not within our specifications. We have informed our manufacturer accordingly. A follow-up report will be provided after the statement is available. Reviewed DHR and there is no abnormality found during the in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): the pump has not diffused completely. Drug: 5fu accord. The patient has not received his treatment.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We have informed our manufacturer accordingly. None new and pertinent information/results are available since the sample was duly investigated by bbm preliminary examination. However, blockage is a known error pattern and corrective and preventive actions are in progress / have been implemented.